Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous mid left anterior descending artery. The lesion was predilated with a 1.5mm apex balloon. Then during post dilation, they exchanged the balloon for a 3.0x15mm apex monorail balloon. On the first inflation, the balloon was inflated to eight atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a non bsc balloon. The pt status is listed as fine with no complications.

Manufacturer narrative:
Pt: 18 years or older. (B)(4).